Manufacturer narrative:
(B)(4). (B)(6) institute journal 2015 dr. (B)(6) successful prasugrel therapy: for recurrent left main stent thrombosis in a clopidogrel hyporesponder. Publication date - year only valid.

Event description:
Balloon angioplasty was performed as well as thrombus aspiration before one resolute integrity drug-eluting stent was implanted in the left main to lad. Patient was on dapt. Approximately 26 days later the patient was readmitted for occlusion of the lmca. Cardiogenic shock developed and an intra-aortic balloon pump was placed. Balloon dilation was attempted several times at the lm lad and lcx vessel. Dapt was changed to prasugrel and aspirin. Patient improved.